Event description:
It was reported that the customer was in the hospital due to surgery. Also, it was reported that the customer's blood glucose was not monitored and she went into diabetes ketoacidosis and coma. Troubleshooting was performed. The programming in the insulin pump was correct. Ran a fixed prime and high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.